Manufacturer narrative:
H10. H3, h6: we have now concluded our investigation for the complaint received. The device was used for treatment. As no samples were returned, a product evaluation could not be carried out. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the part number provided, there have been further complaints reported with this failure mode in the past three years. A clinical investigation was carried out. It was concluded: ¿this complaint from finland reports a patient developed an infection under the pico, used with a cesarean section. No clinical/ medical documents were provided for this investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Per the intake team; all efforts to obtain additional information regarding this complaint did not provide any results. If additional supporting medical documents are received this complaint will be reassessed. The risk files for this product contain multiple failure modes that can lead to local infection, which suggest some possible causes for the reported issue. These contain but are not limited to insufficient preparation of the wound before application, poor sized dressing for the wound area, not achieving a good seal and user cutting the dressing. Without any further information into the cause of the infection this failure mode cannot be narrowed down any further. A review of the IFU did not identify any information which could cause or contribute to the reported issue. We have not been able to confirm a relationship between the event and the device or identify a root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that a patient developed an infection under pico prophylactic use in c-section.